Manufacturer narrative:
This case was considered serious because treatment was considered necessary to prevent permanent damage and a permanent damage could not be excluded. The device history record of the hyaluronic acid injectable implant could not be reviewed as this case was reported in literature without mentioning a specific product name and a lot number was not provided. Literature citation: asz-sigall, d., inigo-gomez, k., ortega-springall, m.f., vega-memije, m. E., arenas, r., tosti, a. (2019). Alopecia secondary to hyaluronic acid embolization: trichoscopic findings. Skin appendage disorders, 5 (6), 396-400. Doi: 10.1159/000502262. [Alopecia secondary to hyaluronic acid embolization_azs sigall sad 2019.pdf].

Event description:
This case is linked to MDR 3013840437-2019-00025 (patch of non cicatricial alopecia (injection site alopecia)). This literature report from (B)(6) concerns a (B)(6)-year old female patient. She was injected with hyaluronic acid along the superciliary arch to correct ptosis of the right eyelid. The patient previously underwent botulinum toxin a injection for the treatment of frown lines, horizontal forehead lines, and crow's feet, and developed ptosis of the right eyelid a week after the procedure. Forty-eight hours after the treatment with hyaluronic acid, the patient developed swelling of the forehead, patchy erythema, and severe pain. A soft tissue infection was suspected, thus, amoxicillin and clavulanic acid, orally twice daily, was prescribed. A partial clinical response was observed. One week later, the patient developed a rapidly expanding patch of alopecia on the right frontoparietal region of the scalp. Hair pull test was positive at the periphery of the patch, and the skin was frankly erythematous. Intralesional triamcinolone 10 mg/ml was administered on two occasions, but the patch of alopecia continued to expand. Trichoscopic findings showed a patch of non cicatricial alopecia with multiple yellow dots, black dots, broken hairs, and an irregular vascular proliferation composed of ectatic vessels, background erythema, and pigment deposits. Based on the clinical history, physical examination revealing an erythematous linear tract along the forehead and the trichoscopic findings, a vascular occlusion of the supratrochlear artery secondary to hyaluronic acid was suspected. Fifty units of hyaluronidase were administered throughout the patch, followed by 100 mg of acetylsalicylic acid, orally, daily. The patient denied any visual alterations. A scalp, punch biopsy was performed, and revealed a decrease in the density of anagen phase hair follicles, dilated capillaries, and a moderate perifollicular inflammatory cell infiltrate composed of lymphocytes and histiocytes. Concentric thickening of the perifollicular collagen fibers was identified. A basophilic amorphous material within the vessels' lumen and in the dermis causing a granulomatous reaction was observed. This material was positive for alcian blue and colloidal iron stains, indicating that the substance was compatible with hyaluronic acid. One week after the hyaluronidase injection, the alopecic patch stabilized and stopped expanding; swelling, erythema, and pain also decreased. Minoxidil 2% twice per day was initiated. Upon follow-up two months later, hair regrowth was noted, and the erythema, swelling, and trichoscopic findings disappeared. The outcome of the events "vascular occlusion of the supratrochlear artery" and "a patch of non cicatricial alopecia" was considered as resolved. The outcome of the event "a basophilic amorphous material within the vessels' lumen and in the dermis/ granulomatous reaction" was not reported. In the opinion of the author the trichoscopic findings in this case can be confused with alopecia areata, anagen effluvium, and non cicatricial pressure-induced alopecia: hairs shed and break (black dots and broken hairs), leaving empty follicles filled with sebum and keratin (yellow dots). However, the prominent vascular component seen on trichoscopy of alopecia secondary to hyaluronic acid is a crucial diagnostic clue suggesting a vascular occlusion etiology, as it may correspond to the dilated ectatic vessels founded on histopathology. Prompt injection of hyaluronidase is the most effective treatment for vascular compromise secondary to hyaluronic acid filler application. However, the optimal time frame for its application to prevent cicatricial alopecia is unknown. In this case, the benefits of hyaluronidase injection were observed even one week after the ischemic symptoms.